Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: synergy ous mr 4.00 x 8mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break approx. 66cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07mar2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 4.00 x 8mm synergy drug-eluting stent was advanced for treatment, but the device failed to cross the lesion even after multiple attempts. The device was removed from the patient intact. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed hypotube break.